Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the previously working remote monitor would not turn on. The patient replaced the batteries with new ones and it still would not work. The patient was asked to run the monitor over and check the batteries. The patient stated that the black liquid came out of the battery compartment and it was also all over the batteries. The patient was advised to remove the batteries and not use them. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.